Event description:
It was reported that a battery depleted not very long after the patient got it put in, and the physician recommended placing two batteries at the revision. Additional information has been requested but was not available as of the date of this report.

Event description:
It was reported the implant did not work for them and the battery died and was replaced.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v054682, implanted: (B)(6) 2007, product type lead; product ID 3093-28, lot# v017147, implanted: (B)(6) 2007, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).